Manufacturer narrative:
Investigation of the reported event has been completed. Our technician investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue was solved by replacing control printed circuit board (pcb) and monitoring pcb. The replaced parts have not been available for the further analysis of the issue. Evaluation of the received device logs confirmed the reported barometer test failure and the logs indicate that it was the control pcb that was faulty. The root cause of the reported issue has not been determined. The control board is the main board for the control subsystem, which main responsibility is to control functions for the patient treatment. The monitoring board is the main board for the monitoring subsystem, which is responsible for supervising. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/01/2018. Corrected manufacture date: 09/17/2018.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed several tests during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).